Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010292, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6010292 was manufactured according to the work instruction (wi) version 82 and packaging in the machine multivac 12 on 17-nov-2024, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 4l03286 was manufactured according to the wi version 27 and manufactured in the line assembly of quick set, on 16-nov-2024, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 4l01690 was manufactured according to the wi version 27 and manufactured in the line assembly of quick set, on 17-nov-2024, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 4l01692 was manufactured according to the wi version 27 and manufactured in the line assembly of quick set, on 17-nov-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4l01862 was manufactured according to the wi version 42 and manufactured in the machine 04-05-08, on 13-nov-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4l00864 was manufactured according to the wi version 42 and manufactured in the machine 04-05-08, on 07-nov-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that a non-conformances (nc) (B)(4) was raised during the sterilization process. This non-conformance (nc) is not related to claimed malfunction. Conclusion summary of complaint investigation: as a result of the following: one non conformance (nc) was raised during the sterilization process, and found unrelated to the reported malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing detachment event on 02-aug-2025. The site of detachment was quick release (qr). No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.